Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.6, lab: 2.1. Date: (B)(6) 2011, inratio: 4.1, lab: 3.2. Pt's target therapeutic range is 2.0-3.0. For both comparisons, tests were done within an hour of each other.

Manufacturer narrative:
Investigation pending.